Event description:
It was reported that st segment elevations and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After deployment of the closure device, st segment elevations were noted and the patient's blood pressure dropped. There was no pericardial effusion noted. The catheterization physician inserted a right and left coronary catheter and injected dye to see if air could be visualized in the patient. There was no air visualized in the patient. The patient's st segment elevations then resolved and their blood pressure resumed normal. On the monitor after the procedure, it was determined that the st elevations started at the time around when putting the pigtail catheter in the laa and taking the initial contrast injection. The patient was discharged home the next day and is doing well.